Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of the product user explaining that the pump alarmed " number two" while the user was administering a bolus. An occlusion within the infusion set is believed to be the trigger of the alarm. The product user's blood glucose levels were raised and a correction bolus was administered to lower the levels. No permanent injury was reported.